Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent events on (B)(6) 2024.the event occurred after 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was high at the time of event. He changed soft cannula infusion set and cartridge for some events and changed only soft cannula infusion set for other events and resumed insulin for all events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.